Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained vt, non-sustained v oversensing, and noise reversion due to myopotential oversensing were observed. Three episodes of lead noise were also observed. Programming changes were made. The patient will continue to be monitored.